Event description:
It was reported that the asymptomatic patient presented in-clinic during a follow-up in back-up vvi. Diagnostics revealed the pacemaker had reached an elective replacement indicator. The device was replaced without incident on (B)(6) 2017, and the patient was in stable condition before, during, and after.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory and is consistent with multiple bit flips. The cause of the flipped bits could not be determined. The device was tested on the bench and no anomalies were found. Device longevity was found to be normal.